Event description:
In may 2006 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. The medical affairs specialist (mas) was able to classify the case based on the original information provided. For approximately two weeks, the reported meter would not power on. In may 2006 the patient experienced the symptoms of shaking and headache. The patient was unable to obtain a blood glucose result due to the meter not powering on. Following the use of the meter, the patient administered self-treatment by consuming food and/or a beverage. The custome care advocate (cca) determined during the troubleshooting telephone call, the battery had been installed correctly in the meter, however, it had not been replaced in greater than one year. According to the owner's booklet for this meter, the expected battery life is 1000 tests or approximately one year. The cca also determined the meter had no trauma, and the patient's testing technique was correct. The cca also determined the patient's test strips were expired, which can cause inaccurate results, and the meter had been programmed for this incorrect unit of measure. The meter, test strips and control solution were replaced. Although the patient had not replaced the meter's battery according to the manufacturer's recommendations, the patient experienced hypoglycemic symptoms and was unable to test her blood glucose level due to the powe rissue on the reported meter, and required self-treatment with food. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.